Event description:
Anastomotic leak. Addition complications are wound infection and uti. Reop\rinse of the abdomen and loopileostomy and clonic wash-out and drainage anally. Pt is well.

Manufacturer narrative:
No corrective action or remedial actions. Minor leaks are common adverse events in this kind of procedure.